Manufacturer narrative:
Initial reporter facility name: the first affiliated hospital of (B)(6) university. Initial reporter phone number: (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the picture observed the cone of the male luer lock of the return line was cracked. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st100 set, a damaged luer connector was observed. There was no patient involvement. No additional information is available.